Event description:
A surgeon reports a pt that has central island with induced astigmatism in both eyes following refractive surgery. Pt records were rec'd and showed the pt experienced a decrease in bcva in the right eye. Add'l info has been requested. This report is for the right eye, the left eye is being reported under MFR number 3003288808-2011-00230.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).